Event description:
The customer reported via phone call that she was hospitalized after losing her transmitter. Customer stated that she was sent bad insulin. Customer stated that in (B)(6), she was out and when she got home, she saw that the transmitter was gone. Customer kept it on her leg, so it fall off sometimes. Customer stated that she doesn't know if she bumped her thigh or pulled it off during the bathroom.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-74313,